Event description:
It was reported that the catheter fell out of the patient's body with a ruptured balloon tip. Per additional information, there were no missing pieces from the balloon of the catheter.

Manufacturer narrative:
Received 1 used foley catheter. The reported event was confirmed as cause unknown. Per visual inspection, a burst sac was observed along the lumen (1 .5 cm) and no missing pieces were observed. Per functional testing, water was introduced into the inflation lumen and did not experience any obstructions to impede flow. Microscopic examination found no conditions that could be associated with the reported event. Dimensional evaluation: eye snip length: 3/32¿ inflation lumen coverage: 10 thou balloon thickness: 28 thou the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon" (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out of the patient's body with a ruptured balloon tip. Per additional information, there were no missing pieces from the balloon of the catheter.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the catheter fell out of the patient's body with a ruptured balloon tip. Per additional information, there were no missing pieces from the balloon of the catheter.